Event description:
The following has been reported: when the albumin bag was strung up and the cassette was attempting to be loaded, an alarm kept coming up on the IV pump that said the tubing set was misloaded. After unloading and reloading the cassette multiple times, as well as attempting to remove air from the cassette, the issue did not resolve. A new pump was obtained, and the same warning persisted. At this point a new bag of albumin was obtained, spiked, and primed. With this new bag and tubing the issue then resolved. This resulted in a delay in the administration of the albumin as well as wasting the first bag of albumin and tubing that would not work with either of the pumps. Sample available for return. A preliminary review identified the following issue: tubing set misloaded alarms - albumin bag and ivenix set had to be changed by another one. Two samples of ivenix administration sets were returned for evaluation. On the first sample, no defects were observed per the applicable drawing. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "pump problem" was in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. An underwater leak test was performed for verifying the liquid and air side areas of cassette and bubbles were observed coming from unit. A dye test was performed, and a leak path was observed that runs along the entire edge of the seal from the exposed diaphragm that interacts with the dsps sensor to the outlet valve. On the second sample, no defects were observed per the applicable drawing. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "pump problem" was in the ivenix lvp display. It was not possible to complete the priming process and it did not pass successfully. Under microscopic examination no defects were observed at the administration cassette. An underwater leak test was performed for verifying the liquid and air side areas of cassette and no bubbles were observed coming from unit. The customer complaint is confirmed by the detected alarm. The reported leak could be related to poor welding of the cassette. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 100% visual inspection during the manufacturing process and final physical inspections. Reporting as a conservative measure for the leak identified during investigation. No adverse effects were reported.